Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Imdrf impact code f2301 captures the use of rat tooth forceps to retrieve the stent and introducer.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be implanted in the biliary duct to treat an obstruction due to chronic pancreatitis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on july 15, 2025. The patient's anatomy was not dilated and tortuous. During the procedure, resistance was encountered during stent deployment, resulting in the detachment of the black introducer from the pushing component of the delivery system. The inner guide catheter fractured into two pieces. Attempts to troubleshoot by retracting and advancing the introducer via the naviflex handle were unsuccessful. The team proceeded to remove the pushing catheter and successfully retrieved both the stent and introducer using a rat tooth forceps. The procedure was successfully completed using another device of the same model. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."